Manufacturer narrative:
Insulin pump passed the self test and displacement test. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted. Insulin pump received with serial number label fading. However, no motor movement alarm during the rewind test due to dried insulin on the motor slide noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed alarm as well as post-reset ram crc alarm. Customer's blood glucose value was 70 mg/dl to 80 mg/dl. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm. Customer started they were not able to rewind the insulin pump. Customer started that they did displacement verification test and insulin pump did not pass and cannot rewind insulin pump to do a displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will return for analysis.